Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed a red raised broken skin irritation. The patient reported the irritation had a burning and itching feeling. There was no alleged device malfunction contributing to the irritation. Use of the monitor was discontinued by a the doctor due to the irritation. Outcome of the rash is unknown.